Event description:
It was reported that this patient had received three inappropriate shocks. These inappropriate shocks were due to polymorphic ventricular tachycardia. It was noted that it took three shocks before the patient successfully converted. No adverse events.